Manufacturer narrative:
Corrected data: d4: lot# is 039662 and not 39662. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 231220200; lot# 140892; 1.0mm drill bit miniquick con. Foreign report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the inspection of the kit in the (B)(6) warehouse, it has been detected that the piece is broken. Not patient involved. No surgery occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the devices were fractured and missing the flutes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.